Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. Intravascular ultrasound (ivus) was performed and a 2.25mm x 12mm nc emerge® balloon catheter was advanced to the lesion for pre-dilation. The balloon was inflated however it ruptured at 20 atmospheres. The device was exchanged to a 2.5x12mm non bsc balloon catheter and a 2.75x32mm promus premier stent was implanted. Ivus was again performed and it was confirmed that the stent was well apposed to the vessel wall and the procedure was completed. No patient complications were reported and the patient's status was good.